Event description:
The customer reported the left monitor went blank. No pt injuries were reported.

Manufacturer narrative:
The ge service rep replaced the monitor and verified settings. The system operates as intended.